Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that when his blood glucose readings go low the insulin pump shuts off his basal rates and the customer receives a thresh hold suspend alarm. Customer's blood glucose reading at the time of the call was 430 mg/dl and has treated with the insulin pump. No further information reported.